Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted tka surgery, they experienced 4 screen blackouts. After milling the tibia, the surgeon requested to go back and mill 1 more millimeter of bone. At that point the screen blacked out for the fourth time, as it came back they tapped the implant icon in order to go back to the planning screen and adjust the plan. As soon as they tapped the button, they got kicked out of the case and a critical error message was given. They proceeded to hit review operation, recalibrated the robotic drill, and proceed to change the plan and mill 1 more mm of tibia. The procedure was completed, with a 1 minute delay, using the same device. Patient was not harmed as consequence of this problem.